Manufacturer narrative:
Customer service conducted troubleshooting with the customer, verifying parts are being washed according to instructions for use; verifying the customer did not have any milk backup and verifying parts were dry when using. The troubleshooting did not resolve the issue. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 3/21/2022, the customer stated that she had three doctor appointments regarding the clogged ducts which started two weeks prior and led to mastitis. Additionally, she stated that she was prescribed an antibiotic, but continues to have clogged ducts which she is working on by pumping more frequently. The customer also indicated that the replacement pump is working well but is as loud as her previous pump. The product was evaluated on 3/29/2022 using a medela lab kit and passed the suction and cycle specifications, although it was noted that the dc jack grommet on the pump was misaligned along with damage to the pump pc board. The customer's report of low suction could not be confirmed. Based on the results of our internal investigation (reference number (B)(4)) it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022, the customer alleged to medela llc that her pump in style max flow had low suction and she was developing clogged ducts.